Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed and noted burst tubing. Pressure testing and clear passage testing both revealed burst tubing. The cause of the condition was determined to be use of power injection. The directional insert indicates that the product should not be used with a power injector, therefore no product failure was confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link catheter set tubing burst during a computed tomography scan procedure. The set was used with an unknown pressure device with 100ml non-baxter contrast solution at 2.5 pressure. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.